Event description:
It was reported from the 2300 physical rehabilitation that after infusing for an hour, the pump said infusion complete with the medication still full in the bag on the secondary line with 2gram magnesium set to run at 50 ml/hour with a 50 ml volume to be infused and had switched to primary line with ns running at 125ml/hour. Although it was reported that there was a delay in treatment, there was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Correction: disregard file, device is no longer a suspect per failure investigation. The customer's report has been captured under manufacturer report number 2016493-2020-01140.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the 2300 physical rehabilitation that after infusing for an hour, the pump said infusion complete with the medication still full in the bag on the secondary line with 2gram magnesium set to run at 50 ml/hour with a 50 ml volume to be infused and had switched to primary line with ns running at 125ml/hour. Although it was reported that there was a delay in treatment, there was no adverse effects caused to the patient as a result of the event.